Event description:
It is reported that the device was implanted in 2000 and was explanted in 2008 due to dislocation and poly wear.

Manufacturer narrative:
Evaluation summary: no product returned for evaluation. Also, x-rays are not available for review. The lot number of the device is unk. The cause of the reported problem of dislocation and post wear could not be determined due to insufficient info. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.